Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: gap between insulation and tip of shaft confirmed failure: gap between insulation and tip of shaft probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.